Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the cycler was not working and a patient had to go to emergency room (ER) and be admitted due to fluid in his lungs. The patient's doctor requested a replacement cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow-up, the patient¿s spouse reported the patient remains hospitalized and will not be returning home following discharge. The patient¿s cardiac status has reportedly worsened while hospitalized, and he is in ¿very bad shape.¿ the patient was reportedly transitioned to hemodialysis (hd) to address the excess fluid in the patient¿s lungs, and his pd catheter (not a fresenius product) was removed. The patient will be transferred to a long-term rehabilitation hospital this week for gait and strength training.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment times was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. During the internal inspection, the cycler was found to have insect infestation. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of pulmonary edema, which warranted hospitalization and the permanent transition of rrt to hd. The definitive etiology of the serious adverse event(s) is currently unknown; therefore, causality cannot firmly be established. However, the patient¿s spouse alleges the patient¿s liberty select cycler is not working (specifics not provided) and requires replacement. It should be noted that a lack of clinical follow-up information prevented a more thorough investigation. Pulmonary edema is a well-known potential complication of the esrd process, and causality can often be attributed to several different internal and external factors such as, physiological/cardiac changes, dietary restrictions, comorbidities, mechanical issues, membrane/transport failure. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible role in the patient¿s serious adverse events. Given the allegation of malfunction, the patient¿s hospitalization for fluid overload, the reported physician driven request for a replacement cycler, and no manufacturer evaluation of the suspect device, this clinical investigation cannot disassociate the liberty select cycler from having caused and/or contributed (directly or indirectly) to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the cycler was not working and a patient had to go to emergency room (ER) and be admitted due to fluid in his lungs. The patient's doctor requested a replacement cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow-up, the patient¿s spouse reported the patient remains hospitalized and will not be returning home following discharge. The patient¿s cardiac status has reportedly worsened while hospitalized, and he is in ¿very bad shape.¿ the patient was reportedly transitioned to hemodialysis (hd) to address the excess fluid in the patient¿s lungs, and his pd catheter (not a fresenius product) was removed. The patient will be transferred to a long-term rehabilitation hospital this week for gait and strength training.